Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was on, but the top half of display remained black. There was no reported adverse impact to the customer¿s blood glucose level. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.